Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. It was indicated that during the procedure, it was not possible to insert a new ipp due to fibrous tissue; therefore, the physician implanted a tactra device instead. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. It was indicated that during the procedure, it was not possible to insert a new ipp due to fibrous tissue; therefore, the physician implanted a tactra device instead. No additional information was reported.